Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an insulation abrasion at 45.3 cm to 46.8 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.